Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) slipped out of the distal hub of the device during the shuttle advancement step and never made it into the sheath. Hemostasis was achieved with manual pressure for less than 30 minutes. There was no reported patient injury. The account reported this occurred with three units from the same box. This was the first time the issue was reported. One unit remains unused. The device was removed from the package properly. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation. The device was inspected prior to use, and the balloon was prepped before use, with no anomalies noted until deployment. The intended procedure was a leg intervention, and the device was prepared and stored per instructions for use (IFU). The device was not returned for analysis as it was discarded. A product history record (phr) review of lot: f2534203 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported sealant slipping out during the shuttle advancement step. However, procedural/handling factors and/or concomitant device factors are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) slipped out of the distal hub of the device during the shuttle advancement step and never made it into the sheath. Hemostasis was achieved with manual pressure for less than 30 minutes. There was no reported patient injury. The account reported this occurred with three units from the same box. This was the first time the issue was reported. One unit remains unused. The device was removed from the package properly. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation. The device was inspected prior to use, and the balloon was prepped before use, with no anomalies noted until deployment. The intended procedure was a leg intervention, and the device was prepared and stored per instructions for use (IFU). The device will not be returned for evaluation as it was discarded.